Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the product was being removed from the box, it was noticed that the water inlet port was damaged. No patient involvement as this occurred out of box.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accordance with applicable regulations -and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 16, 2016. Method - actual device evaluated; device from reserve sample evaluated; visual inspection. Results: improper physical structure. Conclusions: human factors issue. The returned sample was visually inspected upon receipt. It was found that one of the water ports was dented inwards. There were no other anomalies noted anywhere else on the product. A retention sample from the same product code/lot number combination was visually inspected and found to have no damages or anomalies, specifically on the water ports. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the water ports. A review of the device history record revealed no manufacturing anomalies. Conclusions - human factors issue was chosen because it is likely that the water port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined all available information has been placed on file in quality management for appropriate tracking, trending and follow up.